Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  During the evaluation, a loose battery connector pin was observed in one of the battery wells, but it was unknown if the loose pin was related to the reported loss of power.  Physio replaced the battery connector pins as a precaution and proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power two separate times.  The customer indicated that following the first loss of power, power could be restored, but the device lost power a second time approximately two minutes later.  The customer was able to utilize a backup device for the remainder of the patient event.   The customer did indicate that the device was able to deliver several defibrillation shocks to the patient prior to the first loss of power.  The batteries installed into the device also had sufficient power available for operation.  No additional event information has been made available to physio-control.  There was no report of any adverse outcome to the patient during the reported event.